Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/23/2013 with the following findings: the keypad was found to be intact; there was no visible damage. During testing, the down arrow was found to have an intermittent response. All of the other buttons responded properly. The keypad was removed and evidence of contamination was found under the down arrow key contacts. Unrelated to the complaint, evaluation revealed a dim and faded display. A test screen was inserted and was found to function properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a keypad issue. Reportedly, the down button is not responding consistently to user input. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.